Event description:
It was reported that the tip of the blade broke off. No adverse consequences were reported.

Manufacturer narrative:
There were 6 blades associated with this complaint. The blades were not returned for evaluation. It was not possible to determine the root cause for the alleged breakage.